Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/25/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported performance pull off suture needle and performance breakage suture. A dispensed needle/suture of product code ep8735, lot # mdh762 was returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected and the suture was observed with damage on the surface and stress at the suture end caused by surgical instrument. The other section of the suture was not returned. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance pull off suture needle was found the assignable cause of the performance breakage suture is an improper handling. An unopened sample of product code ep8735, lot # mdh762 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle or performance breakage suture was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-86038 and 2210968-2019-86039. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were 2 devices involved in this single procedure? If yes, for each device, indicate if the suture broke during use on patient or the needle detached from the suture when picked up from the suture package? Needle has detached while suture usage.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The suture is breaking, especially the needle gets detached from the suture as soon as the needle is picked up during usage from the suture pack. A like device was used to complete the procedure. There were no adverse patient consequences reported.